Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 -12.00/2.0/087 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. Low vault was observed. Lens was exchanged on (B)(6) 2024 for a longer length lens and problem was resolved. Cause of event was not reported.

Manufacturer narrative:
Claim# (B)(4).